Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported receiving shock therapy. Upon interrogation of the ICD with a programmer, it was noted the device recorded codes and was operating in safety mode. Technical services (ts) discussed the codes were indicative of a memory anomaly and device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported receiving shock therapy. Upon interrogation of the ICD with a programmer, it was noted the device recorded codes and was operating in safety mode. Technical services (ts) discussed the codes were indicative of a memory anomaly and device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.